Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacral colpopexy, complex burch retropubic cystourethropexy, paravaginal repair and lysis of adhesions due to stage ii pop. It was reported that patient underwent laparoscopic ventral hernia repair with bard composix ex mesh on (B)(6) 2005 due to ventral hernia. Patient underwent exploratory laparotomy, lysis of adhesions and closure of enterotomy due to incarcerated ventral hernia and sbo in 2005. It was reported that patient underwent laparoscopic reduction of an incarcerated incisional hernia (bard composix hernia patch) and extensive lysis of adhesions on (B)(6) 2006 due to incarcerated incisional hernia. No additional information was provided. (B)(4).